Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an adverse event was reported. The patient stated they inserted the sensor on (B)(6) 2019 and upon insertion, the patient started bleeding. They stated they were unable to stop the bleeding and that their neighbor who is a paramedic was off duty and assisted the patient. The patient¿s neighbor was also unable to stop the bleeding, so the patient decided to go to the hospital. While in the hospital, the patient was treated by being administered with a quick clot coagulation patch and was released from the hospital after one hour. At the time of contact, the patient was doing fine. No additional patient or event information is available.